Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site unplugged the dp cable and were able to continue with the procedure. It was noted that the dp cable was responsible for the heads-up display (hud) which the surgeon did not use. There was no reported delay due this issue.

Manufacturer narrative:
H2) additional information: d10: lot number of 9736143rpend is 200102. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736143rpend, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intr a-operatively, there was a blue scree when integrating the navigation system and microscope. It was reported that during the surgery, the site had an issue with the scope optics and video screen turning blue like a blue film popping up over the screen. The surgeon and assist oculars were affected. The setting was on surgeon's aneurysm setting for the scope and navigation was working correctly. Once the site and tech support for the non-medtronic microscope started to troubleshoot, it was concluded the problem was coming from the navigation system. The scope cable was unhooked from the navigation system and the site did not have another issue other than the fact navigation was not working with the scope. The blue screen which was popping up randomly for 0-5 seconds at a time had went away. Upon the surgeon's request, the scope was re-connected to the navigation system and the problem returned. It was reported that the procedure was completed using the navigation system and there was no reported impact to patient outcome. It was suspected that the scope cable was causing the issue.